Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2024)

Event description:
It was reported that during a stent placement procedure via a femoral access to treat blockage in the bifurcation, the guidewire allegedly did not pass through the device easily. After great difficulty the device was passed and once it reached the intended treatment site, the stent allegedly did not get deployed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2024)

Event description:
It was reported that during a stent placement procedure via a femoral access to treat blockage in the bifurcation, the guidewire allegedly did not pass through the device easily. After great difficulty the device was passed and once it reached the intended treatment site, the stent allegedly did not get deployed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. Upon investigation of the returned sample, the stent was found partially deployed. A device compatible 0.035-inch guidewire could be advance through the entire delivery system without problems. The stent could be deployed on the laboratory table without any problems. In this case, the system was properly flushed prior to use and the lesion was predilated. Based on the returned sample analysis, the investigation is confirmed for partial deployment. The reported difficulties to advance the system over the guidewire, as well as the impossibility to deploy the stent could not be reproduced. A definite root cause of the reported incident could not be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. With regards to general directions, the instructions for use states "visually inspect the bard e luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". The instructions for use state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories and preparation, the instructions for use states: "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿(0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". The packaging pictograms indicate an introducer size of 6f and a 0.035". With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 07/2024), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via a femoral access to treat blockage in the bifurcation, the wire allegedly did not pass through the device easily. After great difficulty the device was passed and once it reached the intended treatment site, the stent allegedly did not get deployed. There was no reported patient injury.